Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Per our instructions for use (IFU): ¿do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a balloon was used to angioplasty open a section of the pipeline flex with shield. The patient was reported to have been treated with a pipeline flex with shield device and coils for the aneurysm. The patient did have localized headaches prior to intervention that were related to the unruptured aneurysm. The aneurysm was in the right ophthalmic carotid. It was saccular, with a max diameter of 19 mm and dome height of 17 mm. The neck was 5 mm, proximal parent artery was 4.5 mm and the distal was 3.8 mm. There was significant stasis after successful placement of ped flex with shield.